Event description:
The complainant reported a 68 year old male patient presenting with high risk percutaneous coronary intervention. During support, the patient developed ischemia in the impella inserted limb due to physician opting to leave the 14fr introducer in the access site. An antegrade sheath was configured to restore blood flow.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the access limb ischemia; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia issue was related to patient condition; the small size of the patient's vessels. The failure mode will be monitored and trended.